Event description:
In 2007, the lay-user/reporter and lay-user/patient contacted lifescan alleging that a one touch ultra meter was not powering on correctly. About 3 days prior to calling lifescan on the same day, the reporter stated that the meter's battery was replaced. After that, the meter started having problems. The reporter mentioned that the meter would not turn on intermittently for 3 days straight. While troubleshooting the alleged issue, the patient was able to get the meter to turn on by inserting a test strip into the meter. While trying to perform a blood test with the meter, the patient obtained an unspecified "error" message. The customer care advocate (cca) noted that the patient was using test strips that expired 04/2005. The patient mentioned that she ended up buying another unidentified meter, but did not like using it due to fact that she had to prick her fingers more than when she was using the reported meter. Due to the alleged issue, the patient alleges that she had to go to the doctor. The patient's blood glucose was tested at the doctor's office using another meter and a result of "164 mg/dl" was obtained. The patient was treated with insulin (unknown type and dose). During the time of concern, the patient stated that she had symptoms of a headache, nausea, and feeling overly tired. She was also "drinking a lot.' The meter was replaced. It would have been helpful to know the following information: the patient's testing frequency, what her normal/expected blood glucose readings are, when the patient was last able to test with the reported meter, her last meter reading, when she started using the other meter, what readings she got on the other meter, and when the symptoms started. In addition, it would have been helpful to know the patient's medication regimen, if the patient made any changes to the regimen because of the meter issue, why the meter's battery was initially replaced, when the alleged meter issue started, what other health conditions she has, if she had the reported symptoms while in the doctor's office, if her symptoms were relieved after receiving the insulin treatment from the doctor, and when the patient started using the expired test strips.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.